Event description:
Same case as 6000089-2007-00306 and 6000093-2007-00445. The initial procedure occurred in 2007. The patient presented with unstable angina. Angiography revealed a widely patent stent that was placed in 2005 to the left anterior descending (lad) artery and a 75% stenosed lesion located in the proximal circumflex (cx) artery. Due to a significantly impaired left ventricular function the physician recommended placement of an implantable cardioverter defibrillator (ICD), in 2005, and again at the time of this procedure. The physician then placed a taxus express2 monorail 3.5x24mm drug eluting stent to the proximal cx. It was inflated to 17 atms and angiography confirmed successful stent deployment. Medications used during this procedure include; versed, fentanyl and angiomax. No patient injuries or complications were reported. Five days post procedure, the patient presented to the emergency room in extreme respiratory distress and failure. She was intubated and placed on dopamine. A temporary transvenous pacemaker was also placed at this time. Angiography revealed 100% occlusion of the proximal cx. At this point, the patient became hypotensive and an intraaortic balloon pump (iabp) was placed. The ejection fraction was severely reduced at 25-30% and there was severe mitral regurgitation, which was not present five days earlier. The physician suspected this was due to papillary muscle dysfunction. They were able to cross the occluded stent with a maverick monorail ii 3.5x20mm balloon and balloon the distal portion of the stent and then the more proximal portion. After several inflations were done, a maverick monorail ii 4.0x20mm balloon was used and after multiple inflations there was a flap present consistent with a dissection. The dissected area was covered with a taxus express2 monorail 3.5x20mm stent. This stent was deployed on top of the previous stents with good angiographic results. Intra-coronary cardene was given on several occasions during this procedure. Other medications used during this procedure include: angiomax, integrilin, lasix, insulin, sodium bicarbonate and dopamine. No patient complications were noted. Patient was transferred to the ccu. The patient expired the next day. The cause of death is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.